Manufacturer narrative:
This is the same event as 3010536692-2016-00332.

Event description:
Allegedly the patient was revised due to the following mom complications: elevated levels of cobalt and chromium; and discomfort and pain (left)